Manufacturer narrative:
Batch review performed on 30 april 2021: lot 160153: (B)(4) items manufactured and released on 09-may-2016. Expiration date: 2021-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
1 year and 1 month the patient came in for a post-op appointment and x-rays indicated that the screw from the poly had loosened. The cause of the loosening of the screw is unknown. The surgeon removed the screw and did not revise any implants. The surgery was completed successfully.